Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12240781) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), device expulsion ("migration of essure device: location of device: uterus"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen.abnormal bleeding"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complications: yes"), device dislocation ("migration "), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, weight increased, abdominal pain, genital haemorrhage, metrorrhagia and bacterial vaginosis had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, post procedural complication, device dislocation, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted event onset date- (B)(6) 2004 prior to insertion date as per pfs dated (B)(6) 2020 essure confirmation test not performed current weight 251 lbs. Discrepancy noted as insertion date (B)(6) 2015. Treatment received for migration, abdominal pain, gen abnormal bleeding, bacterial vaginosis, metrorrhagia. Pelvic pain, migration, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12240781) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and device expulsion ("migration of essure device: location of device: uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, device expulsion and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted event onset date- (B)(6) 2004 prior to insertion date as per pfs dated (B)(6) 2020 essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12240781) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and device expulsion ("migration of essure device: location of device: uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, device expulsion and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted event onset date (B)(6) 2004 prior to insertion date as per pfs dated (B)(6) 2020 essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet received. Events anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal hemorrhage, vaginal infection weight increased, and monitoring procedure not performed added. Lot number, product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12240781) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), device expulsion ("migration of essure device: location of device: uterus"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen.abnormal bleeding"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications: yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, weight increased, abdominal pain, genital haemorrhage, metrorrhagia and bacterial vaginosis had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted event onset date- (B)(6) 2004 prior to insertion date as per pfs dated (B)(6) 2020 essure confirmation test not performed current weight 251 lbs. Discrepancy noted as insertion date (B)(6) 2015. Treatment received for migration, abdominal pain, gen abnormal bleeding, bacterial vaginosis, metrorrhagia. Pelvic pain, migration, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, abdominal pain, gen abnormal bleeding, bacterial vaginosis, metrorrhagia. Outcome of previously added events pelvic pain, migration, weight gain were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.